Event description:
It was reported that the patient stated he got an inflatable penile prosthesis (ipp) implanted on (B)(6) 2022 and worked properly for the six months after recovery but now the device is not performing as expected. The patient affirmed that the fluid is not being transferred to the cylinders and the bulb stays collapsed. No additional information was reported.